Event description:
It was reported that the system 9800 would not fully initialize at the start of a procedure. This created a delay in care while another system was brought in as replacement. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was reported that the software was corrupt. The software was reloaded. The system was tested and found to be working as intended and placed back into service.